Event description:
The pt received his scs system on (B)(6) 2011 including an ipg. Shortly after the implant procedure the pt began feeling an itching sensation all over his body when the stimulation was on and off. He stated that he has an allergy to fentanyl and was given fentanyl around the same time frame. The implanting physician does not think the itching is related to the system. As a result, the pt underwent an allergy test. The test results are unk at this time.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionally; therefore the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.